Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07959. It was reported that patient expired and cause of death is unknown.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07959. Follow up for additional information: cause of death was related to complications from dialysis.